Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement test. No motor error alarm was noted during testing. The motor passed the motor test. The test minilink transmitter communicates properly with the device, no unexpected lost sensor alarm noted. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was having issues with the insulin pump connecting with the sensors. Troubleshooting was performed and it was noted on the device alarm history, it alarmed motor error on (B)(6) 2015. Also it was noted the transmitter didn't hold a charge. Troubleshooting was then performed for the motor error alarm. Customer's mother didn't recall the customer's blood glucose level. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.